Event description:
The manufacturer sales representative reported that the device was leaking black fluid during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device not returned.

Event description:
The manufacturer sales representative reported that the device was leaking black fluid during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.